Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon registered the patient with a 1.1 millimeters registration error metric. The surgeon was accurate on the nose and left/right, but when they reached the skull base, it was about 3 millimeters deep along the entire skull base. At the back of the sphenoids, it showed about 3 millimeters into the pituitary. The surgeon continued the case using navigation and visual confirmation with an endoscope to account for the inaccuracy. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.